Manufacturer narrative:
(B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient was being treated with gore® excluder® aaa endoprosthesis and iliac branch endoprosthesis (ibe) to treat a thoracoabdominal aortic aneurysm and a common iliac artery aneurysm. It was reported that during the ibe procedure the plc271000/15398824 device would not advance through the existing limb due to stenosis. The physician was using a dsl1628/14179592 sheath. As the physician pulled the device back through the sheath the device got caught on the tip of the sheath. The physician attempted to pull the sheath back and retract the delivery catheter with force, and the delivery catheter disconnected distal to the trailing olive (¿inner hypo tube¿). The physician removed the delivery sheath and delivery catheter together and was then able to use forceps to extract the broken end of the delivery catheter from the artery. A new plc device was used and there was no further sequela. The patient tolerated the procedure.